Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that within 9 days post implant, the patient felt muscle stimulation in the center of their chest with ventricular pacing. The lead was repositioned. Post repositioning, a perforation occurred and pericardial effusion was documented via echocardiography. Pericardiocentesis was performed. The physician opted to replace the lead. No further patient complications have been reported as a result of this event.